Event description:
It was reported that during a persistent af procedure a mild to moderate pericardial effusion happened. The pericardial effusion was noted 6 hours into the procedure from a routine ultrasound check. Pericardiocentesis was performed to prevent further damage to the patient. The patient is currently stable. The physician cannot conclusively state what may have caused this event as they consider it as a foreseeable outcome. It was indicated that none of the bwi products caused this adverse event.

Manufacturer narrative:
Concomitant products used during the procedure: mobicath bi-dir guiding sheath (product not marketed in the us): model #: d-1400-10, lot #.: unknown. Generic - generic - coronary sinus catheter (product not returned for investigation): model #: unknown, lot #.: unknown. Generic - lasso catheter (product not returned for investigation): model #: unknown, lot #.: unknown. (B)(4).